Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that during a shoulder repair the expressew iii ac + gun was used to pass suture. Suture was passed through, and the expressew needle stuck and would not retract. The device was received and visually inspected. Visual observations reveals the device is slightly worn, used but in expected condition. Besides, the lower jaw was significantly bent where the suture pass through the cavity of the lower jaw, and it does not permit to pass the suture. To test its functionality, a needle was loaded into the device and was tested on a sample rubber strip. It was observed when the trigger was actuated the needle it was difficult to deploy it, in consequence the suture not release properly. During the test, the needle constantly was very hard to deploy causing the device to jam. This complaint can be confirmed. The possible cause can be attribute to fair wear and tear of the device also a lack of maintenance would lead to tissue or bio-debris build up inside the expressew shaft causing wear of internal components leading to rough deployment issues. Although, the bent failure can be related when the device might have been dropped or device was tapped against a hard surface accidentally. However, it cannot be conclusively affirmed. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the sales rep via cst that during a shoulder repair the expressew iii ac + gun was used to pass suture. Suture was passed through, and the expressew needle stuck and would not retract. A second needle was opened with the same result. The auto capture plus was replaced with a readily available replacement, and the case was successfully completed without patient harm or surgical delay. The rep was not present for this case.